Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, was being infused a 24 hour bag of sodium chloride 0.9% 500ml with doxorubicin 19.8 mg, etoposide 98.5mg, vincristine 0.8mg chemo at 20.8ml/hr. The bag finished early . Pump stated that there was 51ml remaining in the bag. A new pump was used when the chemo bag was changed and the old pump was sent t o biomed. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information h6: device code 2907 has been replaced by 1311 to better represent the reported symptom. Additional information b5, h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. B5: additional information was received from the customer stating the device was serviced by their biomedical department and passed all inspections.